Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) on (B)(6) 2011 the consumer experienced painful placement and complication during insertion. From earlier examination it was known that the right fallopian tube was smaller. Placement was therefore very painful and persisted for months on that side. On an unspecified date the consumer experienced pain in abdomen, allergic complaints in eyes, bile problems, adrenal exhaustion, pain in head, pain in knees, arthralgia, tiredness, mood swings, memory loss and concentration problems, memory loss and concentration problems, hair problem, heavier menstruation, excessive sweating, flu like symptoms, pharyngitis, bruises, and acne. Consumer was treated with homeopathy, nutrition and yoga. Essure was removed on (B)(6) 2016. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen and adrenal exhaustion. Essure was removed approximately 5 years after its insertion. Abdominal pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, abdominal pain may occur. In the present case, consumer also had bile problems which could be an alternative explanation for the abdominal pain. However, given the nature of the event pain in abdomen, a contributory role of essure cannot be excluded. Adrenal exhaustion was assessed as unrelated to essure, considering the pathophysiology of this event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen and adrenal exhaustion. Essure was removed approximately 5 years after its insertion. Abdominal pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, abdominal pain may occur. In the present case, consumer also had bile problems which could be an alternative explanation for the abdominal pain. However, given the nature of the event pain in abdomen, a contributory role of essure cannot be excluded. Adrenal exhaustion was assessed as unrelated to essure, considering the pathophysiology of this event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.